Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. The contour next test strips were inserted into the returned meter and no sparks were created. The meter functionality was verified by running the control tests with the returned meter and in-house contour next test strips and control solution, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6)reported that while he was attempting to perform a blood glucose test by inserting the test strip into the port of the contour next one meter, there was a reaction creating a spark. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.